Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed that the battery was likely beyond end of life. This pacemaker remains in service. No adverse patient effects were reported.